Event description:
On (B) (6) 2010, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that the pt had developed an infection at the ipg pocket. The doctor opened the pt's pocket, drained it, and washed it with an antibiotic solution. The infection later returned, and the device was explanted. The doctor informed the sales representative that the pt had developed a staphylococcus aureus infection. The doctor explanted the ipg and cut the pt's lead. The paddle end of the lead was left implanted. The pt will be referred to a neurosurgeon at a later date to remove the remaining portion of the lead.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.